Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The customer was not present at the time of the call, and the mother had no further information. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.